Manufacturer narrative:
The motor controller board was returned to the manufacturer for failure investigation. The failure investigation technician found a shorted capacitor at c96 (22uf 25v 20% ceramic cap) which is part of the 12 volt circuitry. The 12 volt signal was shorted to ground.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported when the device was turned the touch screen was blank, the device alarmed and there was an electrical burning smell. There was no reported patient involvement.